Event description:
When doctor went to inject contrast media that was mixed with blood with a namic syringe and it sprayed him in the face. Doctor thinks the syringe is not connecting to the manifold correctly. The used syringe was returned for eval.